Manufacturer narrative:
A ge rep evaluated the system and reseated the loose camera cable connections. System operates as intended.

Event description:
Customer reported the system is not producing images. No pt injury was reported.